Event description:
It was reported that during an initial right total knee arthroplasty, the tip of a drill bit broke off in the patient's femur. Images taken post-op confirmed that the patient retained the foreign body. At this time, no further impact has been reported by the patient and no revision surgery is planned to remove the drill bit.

Manufacturer narrative:
(B)(4). Adverse event was reported through FDA's medwatch program, mw5110258. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - drill visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. X-ray review by a third party confirms that there is foreign body in the distal femur seen only on the lateral view. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.